Manufacturer narrative:
The technical support team at access bio tested the retained product of the lot# ch20k01 (18 cassettes against negative qc panel, 32 cassettes against positive qc panel, 3 cassettes against positive control swabs, 3 cassettes against negative swabs) and they all showed valid results. The technical support team at access bio also conducted a performance test of the kit that we received from the customer. When the control swabs were tested, they all showed the corresponding results. In addition, a total of 10 test cassettes using positive (5) and negative (5) qc panels were tested, and they all showed valid results. The result of the customer's quality control steps and the results of the same samples tested by accessbio implies that user error may have contributed to a false positive result. Moreover, in the absence of information from the customer, it would be difficult to rule out potential root causes identified below. 1. Customer might not follow the instructions for use (IFU) a. Excess blood or mucus on the swab specimen may interfere with test performance and may yield a false-positive result. B. Interpreting results after 15 min. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Operating test outside of storage conditions. F. Excessive buffer application to sample well of the test device. 2. Tests might be exposed to extreme environmental conditions during storage. 3. The pcr test and other antigen tests might yield a false-negative result.

Event description:
The customer reported on (B)(6) 2021, a suspected false (incorrect) positive result from a rapid result covid test system on multiple patients (unknown) with a 50% false positive rate on a total of 400 tests performed. All the tests were performed with product lot number: ch20k01 (dates unknown). The customer administered a pcr test (date of test and CT values not provided) and sars-cov-2 ag tests using bd rapid test and non-eua rapid test on the same day as of carestart sars-cov-2 ag tests and obtained negative results. No adverse patient effects were reported. Access bio followed up three times on february 23, 2021 and december 15 and 21, 2021 to better understand the facts and circumstances for the tests. The customer completed the quality control (qc) steps and provided a picture showing the failed qc result for the positive control swab. Only limited information related to the conduct of the test was shared with access bio.